Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the motor driver pcb and the collimator driver pcb. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the x-ray table on the 2600 system was not working. There was no report of patient injury.